Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance. While attempting to reposition the device, the helix was sprung. The device was not used, and a new one was implanted. There were no patient consequences.